Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the returned tria ureteral stent was analyzed, and during the inspection, it was found that the stent was fully detached, which did confirm the reported event of stent shaft break. Based on the most relevant information, the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "stent shaft break and stent coil detached/separated" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a tria ureteral stent was intended to be used during a procedure. The stent was found to be detached within the shaft near the distal end while still outside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a tria ureteral stent was intended to be used during a procedure. The stent was found to be detached within the shaft near the distal end while still outside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the returned tria ureteral stent was analyzed, and during the inspection, it was found that the stent was fully detached, which confirmed the reported event of stent shaft break. Based on the most relevant information, the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "stent shaft break" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.